Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, d9, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use aspiration needle appeared to have punctured the side of the protective sheath. This event was reported to have occurred during an unspecified procedure. The procedure was completed with a back-up device. There were no reports of patient harm. This is report 3 of 3.

Manufacturer narrative:
H10: 9614641-2025-01499. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.